Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unspecified alarm and insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 207 mg/dl at the time of incident. Customer stated insulin was squirting out during the manual prime process and drive support cap was normal. Customer stated tat backlight goes darker faster, battery cap was very sharp, display screen was scratched, insulin pump rewounds quieter than before, and battery life was down to 2 weeks. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected a33 alarm, a/e alarm noted during testing. Device back light properly and anomaly noted during testing. Device had stripped battery cap coin slot, minor scratched lcd window.